Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clip malformed. The new clip applier was used without difficulty. There was no consequence to the pt.